Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 12/29/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device return h3 investigational summary: after visual inspection of the image received to ethicon inc for evaluation. An inflamed wound was observed with a drainage tube fixed with the suture. Vicryl plus device is completely absorbed between 56 to 70 days post implantation. The results of implantation studies indicate the percentage of original strength that is retained (14 days 75%, 21 days 50%, 28 days 25%). The product is absorbable suture, and the time of exposure to the environment could not be determined. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information is tracked for potential safety signals through complaint trends as part of post-market surveillance. Additional information was requested, the following was obtained: what observations were made during re-examination in october? This patient has not been reexamined. What was the date in october 2021 that the patient was re-examined? Was re-suturing or any other medical /surgical intervention required or performed for the post-op suture not being completely absorbed? Please clarify if there were any adverse patient consequences? Unknown. Please provide the date the photo was taken. Unknown. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m vicryl ce

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/25/2022. H6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 investigation summary: a dispensed needle -suture was received for evaluation, of product code is vcp771d. During the visual inspection of the product received, the vicryl suture damaged and a knot was observed. Vicryl plus device is completely absorbed between 56 to 70 days post implantation. The results of implantation studies indicate the percentage of original strength that is retained (14 days 75%, 21 days 50%, 28 days 25%). The product is absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Complaint information will be included in the complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. Additional information was requested, and the following was obtained: what observations were made during re-examination in october?¿¿this patient has not been reexamined . What was the date in october 2021 that the patient was re-examined? Was re-suturing or any other medical /surgical intervention required or performed for the post-op suture not being completely absorbed? Please clarify if there were any adverse patient consequences?¿¿unknown. Please provide the date the photo was taken.¿unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral.strength ¿ = 275 ¿g/m vicryl ce.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m vicryl ce. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What observations were made during re-examination in (B)(6)? What was the date in (B)(6) 2021 that the patient was re-examined? Was re-suturing or any other medical /surgical intervention required or performed for the post-op suture not being completely absorbed? Please clarify if there were any adverse patient consequences? Please provide the date the photo was taken. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a pancreaticoduodenal surgery on (B)(6) 2001 and suture was used to fix drainage tube. The patient was discharged on (B)(6) 2001. The patient was reexamined in (B)(6) 2001. The suture was found not completely absorbed. There was no infection reported on patient. Additional information was requested.